Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer display was not responding to input. No defects were observed on the liquid crystal display (lcd). The programmer passed all bench and functional testing. The software was reloaded, reconfigured and updated software as preventative maintenance. The hard drive was reloaded and updated. The programmer then passed all final functional, safety, and systems tests.

Event description:
It was reported that the programmer display was not responding to input. There was no patient involvement.